Event description:
The physician was attempting to insert a permanent pacemaker in the right internal jugular vein. During the course of the procedure when the electrosurgical unit was utilized, the oxygen mask ignited, causing superficial perioral and right ear burns. The procedure was immediately terminated and the pt was treated with silvadene creme. Pt underwent a successful pacemaker procedure the next day.